Event description:
The account reported the brakes are not functioning. The bed was taken to the hill-rom ctr for inspection. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the foot and head brake casters were clicking and spinning while in brake mode. This was mot likely due to normal wear and tear. Per the hill-rom manual, it is necessary for the excel care bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.